Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred immediately at the start of treatment and was noted by a blood leak alarm. Blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with estimated blood loss of less than 10 cc. Treatment was resumed with a new dialyzer of the same lot and completed without incident. No pt injury or medical intervention was reported.